Event description:
It was reported that the doctor was working on a contralateral iliac stenosis. He was using a 180 superstiff 0.035" guide and a 6f sheath. The ballooning was successful. While trying to withdraw the balloon, it jammed in the sheath. The doctor did have negative pressure on the balloon using an inflation device and there were no signs of contrast remaining in the balloon. The guide wire was left in the place and the balloon and sheath were removed as a unit. The procedure was finished with another pta balloon and a new sheath without incident. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.